Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker is expected to be replaced and returned to boston scientific for analysis. No adverse patient effects were reported.